Event description:
This lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2012. Found to have proximal coil integrity loss during sub threshold hv lead testing. No visible fracture or exposed wires noted. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).